Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, the lock out mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and the lockout spring was noted out of position. No conclusion could be reached as to what may have caused the lockout spring to be out of position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to a thyroidectomy procedure, the devices blocked. It is impossible to clip. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.